Manufacturer narrative:
Product ID 3966, lot# la4920, implanted: (B)(6) 2002, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator had been replaced on the day of the report due to low battery status. While stimulation was turned on, a shocking or jolting sensation occurred. The patient had occasional, random shocking sensation that started a week before the report. It was not known where shocks had been felt. It was indicated that the patient did not usually feel the stimulation. There was no known accident or incident related to this complaint. Impedances were normal prior to the replacement. Two days later it was also stated that mild "shocking" sensations had happened a couple of times preceding the battery removal and replacement. It was indicated that the device had not been removed due to any problems, but rather due to the fact that she had it in for 10 years and wanted it replaced before it completely died.